Event description:
It was reported that there was a drop in battery life and the device battery did not last as long as expected. The device indicated elective replacement. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device was explanted and replace.

Event description:
It was reported that there was a drop in battery life and the device battery did not last as long as expected. The device indicated elective replacement. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was a drop in battery life and the device battery did not last as long as expected. The device indicated elective replacement. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analysis of 35j battery (B)(4) has concluded. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure and lithium material near the separator opening, but not touching the cathode tab or exposed cathode material.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.